Manufacturer narrative:
The claimed sling and the lift spreader bar were sent to the manufacturer for the further evaluation. The conclusion will be provided upon the investigation completion.

Manufacturer narrative:
On (B)(6) 2019 it was reported to arjo representative that there was an incident with the involvement of maxi sky 600 ceiling lift and passive clip sling. It was stated that two facility staff workers were providing patient's transfer from the bed to the wheelchair when a crack sound was heard. Upon inspection, both of the shoulder clips were found to be broken at the point of attachment. As the consequence of the event, the patient fell off the sling to the floor hitting her head on the bedside table on the way down. The resident sustained a laceration to the back of the head. A CT scan was subsequently ordered and a small brain bleed was discovered. As a consequence of the injuries sustained, the patient required hospitalization. After the event, a qualified arjo technicians' evaluation stated that the ceiling lift used at the time of event was in overall good condition. The sling in question was found to be damaged with two shoulder clips broken in half. There was also a simulation provided using lift involved in the event and another passive clip sling available at the facility. Both lift and spreader bar were working as intended. On (B)(6) 2019 arjo was notified by the customer facility representative that the patient passed away. It was also said that death was a direct result of the patient fall and injuries sustained. Immediately after receiving information about patient's death a second visit by an arjo representative took place. During this visit, a simulation of the transfers was conducted by the arjo technician. It was observed that after being attached to the flat spreader bar lca80563-24 (type of spreader bar involved in the event), the sling clips seem to arch. The bending of the clips have been noticed on different slings and multiple ceiling lifts available at the facility site when used in combination with flat spreader bar lca80563-24. Arjo made a decision to collect the flat spreader bar bravo (lca80563-24) as well as the claimed sling with broken clips and send them to the manufacturer in magog, canada to conduct detailed investigation to find a root cause of clip breakage failure as well as the bending of the clips. During investigation, the failure mode (clip breakage during use) was reproduced on a combination of a used sling and a flar spreader bar lca80563-xx , when both components were past their expected lifetime. This combination was the same as the one used during the reported event. Visual, dimensional as well as functional testing was conducted. The visual inspection of the sling involved in the event indicated that the fabric was generally in good condition, both clips at the shoulder were broken and that the label was completely faded. However, the serial number of the sling is also indicated under the label's stitching and it was possible to unstitch this part and establish that at the time of event, the sling was over 7 years old. Both clips were broken at the shoulders in two distinct pieces along the width. The spreader bar involved in the event was found to be in a good condition with only signs of natural wear. The investigation conclusions that the clip breakage occurred in three stages: crack initiation, crack elongation and final breakage. It suggests that the crack initiation would have been caused by aging of the clips. Load distribution testing was also conducted to determine how the load is distributed in the type of sling involved in the event. It was confirmed that when the patient is in the lying position, there is significantly more weight at the shoulders for the flat spreader bar lca80563-24. This may explain the fact that both clips breakage occurred only at shoulder location and the impact on both initiation and elongation of the crack. The duplication of the failure mode was only reproduced with the combination of the aged slings and the flat spreader bar lca80563-24. After testing, arjo was not able to conclude with certainty the actual root cause of this event. The use of the combination of the flat spreader bar lca80563-24 with a used sling cannot be ruled out as a contributing factor. Beside the fact that both sling and lift were used over their expected operational lifetimes, the risk of clip complete breakage could have been mitigated if inspections of the sling would have been conducted on regular basis before every patient transfer. While duplicating the failure mode during cycling tests, it has been observed that the clip breakage could not be sudden but gradual. In the instruction for use provided with every arjo sling (max81785m-int revision 3) there is an indication that: "before use, always make sure that the sling straps do not show signs of fraying, tearing or other damage and that there is no damage (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling. If you have any doubts about sling safety, as a precaution and to ensure safety, do not use the sling." Based on the instruction for use provided with every arjo sling in case of any doubts about sling safety and visibility sign of wear or in case when the label is unreadable the sling should not be used and be replaced with new one. The caregiver is obliged to check each sling before use. Ultimately, more than one factor are considered to have contributed the clip breakage. It is suggested that the crack initiation would be caused by aging of the clips. The use of the lca80563-xx spreader bar, or similar in type, is considered to have the greatest impact on the elongation of a crack, since it causes the clip to twist and bend, which creates more stress on the clip. To conclude, the system - clip sling and ceiling lift was used for the patient's transfer and in that way contributed to the alleged event. Both shoulder sling clips broke at the time of event and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the circumstances: clips broke during transfer causing patient to fall and sustain serious injuries. A few days after the event, arjo was notified that resident passed away.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was an incident with the involvement of the passive clip sling and ceiling lift maxi sky 600. It was stated that during transfer from the bed to the chair both shoulder clips fractured into pieces and as the consequence the patient fell to the floor and hit the head to the bedside of the table on the way down. Patient sustained laceration to the back of the head and small brain bleed.

Manufacturer narrative:
Based on the additional information received on 2019-mar-13 the patient involved in the event passed away. It was confirmed on the 2019-mar-14 that the death was a direct result of a patient fall suffered. Additional information will be provided following the conclusion of the investigation.